Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure and right ventricular failure. The death was not considered to be device or therapy related.

Event description:
Additional information was received that right heart failure did not exist prior to left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to the right heart failure. The patient experienced renal failure and acute kidney injury (aki). The patient received treatment. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was communicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.